Manufacturer narrative:
The insulin pump had a blank flashing white lcd display screen due to cracked lcd controller. The insulin pump was unable to verify missing segments due to blank flashing white lcd display screen. The device was unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd display screen. The insulin pump had a minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer was pushed and fell on the ground with the device. The screen was flashing and had lines on it. The customer¿s blood glucose during the incident was 182 mg/dl. The insulin pump will be returned for analysis.